Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm permanent cautery hook (pch) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken monopolar yaw pulley right below the posts. The broken pieces were returned and the size of missing piece was approximately 7.52¿ x 7.52¿. The probable root cause is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a cracked or broken yaw pulley.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the tip of 8mm permanent cautery hook (pch) instrument was not functional. There were no reports of patient injury.